Event description:
It was reported that an ilet pump produced repeated restart alerts and an alert consistent with an invalid hall sensor state (alert 36), with visible insulin drops observed at the tubing, and a replacement ilet was issued after supply changes did not resolve the problem; blood glucose was reported as unaffected, and the user could continue cgm use on dexcom. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included no medical intervention, no hospitalization, and the user received a replacement device with instructions on shutdown and data handling. Investigation included remote troubleshooting and user education, review of alert history as reported by the user, and attempts to retrieve the original device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.